Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, the pump was unable to prime during the prime test due to a faulty force sensor. The motor was tested outside the device and passed. The pump also had minor scratches on the lcd window a cracked case at the display window corners and reservoir tube lip, and a broken belt clip slot.

Event description:
Customer reported that the insulin pump has received motor error alarms for around a month. Customer stated that the first alarm occurred during insulin bolus delivery. Customer does not recall any significant events leading to the alarm. Customer does not use the sensor feature and is able to rewind the insulin pump. He did not know the blood glucose value. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.